Event description:
On (B)(6) 2015, the patient¿s mother noticed a small "pin" size area on the pump incision. On (B)(6) 2015, they noticed a dehisced area of the incision and could see the metal of the pump. This was the result of an infection. The patient had no other symptoms otherwise. The intrathecal baclofen treatment was still stable. The physician wanted to wean the patient down from the intrathecal baclofen and then remove the pump and catheter keeping her in the hospital for medical management to prevent baclofen withdrawal. The pump and catheter were explanted. The patient¿s status was reported as ¿alive-no injury¿. The device system was delivering lioresal. It was later reported that the patient had been given perioperative antibiotics. The patient was being treated with antibiotics and she was finishing them on (B)(6) 2015. The pump had not been refilled prior to the infection as it had only been implanted since (B)(6) 2015. The patient was on oral baclofen (10mg/day q4hr), benadryl, and lorazepam and she was doing well. The cultures grew staph aureus.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709, lot# l66207, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: catheter. (B)(4).